Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 10. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection and peri-implantitis. No further patient complications were reported.